Manufacturer narrative:
(B)(4). Summary of investigational findings: the root cause for the thrombus cannot be determined. However, given the extent of the surgery, patient likely spent prolonged periods of time on the abdomen in the prone position during the operation. This may have contributed to compression of the ivc, at the level of the filter resulting in slow flow and possible initiation of in situ thrombosis of the ivc and ivc filter and eventual propagation into the lower extremities. Furthermore, given patient's prior history of dvt, there is likely an underlying hypercoaguable state, although this is not explicitly mentioned in the complaint report. The alternative hypothesis would be development of deep venous thrombosis within the lower extremities with embolization of this thrombosis into the ivc filter thus causing decrease flow and thrombus propagation. Unfortunately, there is no way to be certain which of these 2 scenarios, or other possible scenarios , may have resulted in this presentation. It is known, that just the presence of an ivc filter can increase the risk of caval or dvt, even if patient is anticoagulated. The reward of decreased symptomatic pulmonary embolism is felt to outweigh this risk of increased dvt. There is no mention of anticoagulation in the perioperative period for this patient, which could have helped decrease the risk of dvt. It was also noted, there were multiple small bilateral pulmonary emboli, which given the size of these pulmonary emboli were too small to be captured by the ivc filter. These were likely, in part, caused by the extensive mechanical thrombolysis performed and not necessarily "breakthrough" pulmonary emboli which has a reported incidence of up to 2.8-4 .2%. Image review did not confirm the reported grade 1 filter leg interaction with the ivc wall 11 days post-procedure. Reference is made to IFU, potential adverse events: pulmonary embolism, filter embolization, vena cava occlusion or thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2016, during the study index procedure, the patient received 1 gunther tulip filter. The primary reason for the filter placement was risk for vte, for surgery, and the patient had a contraindication to anticoagulation. The filter was able to be delivered and deployed in the intended location. There was no evidence of filter fracture, deformation, premature release, filter jump, migration, or tilt. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2016 (three days post-procedure), the patient was hospitalized. On (B)(6) 2016 (11 days post-procedure), while still hospitalized, the patient was diagnosed with a caval thrombosis, the diagnosis supported with a venacavagram. Treatment included thrombolysis with catheter direct thrombolysis and a thrombectomy. The patient received seven units of red blood cells, two units of platelets and one unit of fresh frozen plasma. The patient was also diagnosed with renal failure requiring intervention, placement of a dialysis catheter for crrt (manufacturer report# 3002808486-2016-00225). . Also on (B)(6) 2016 (11 days post-procedure), a pulmonary arteriogram was done. It revealed grade 1 filter leg interaction with the ivc wall. Analysis assessment is not yet available. On (B)(6) 2016 (12 days post-procedure), the patient was diagnosed with dvt, location unknown at this time, diagnosed per ultrasound and venacavagram. Thrombus was identified in the right and left pelvic veins and the bilateral lower extremity veins. There was no evidence of filter fracture, deformation, embolization, or migration. Tilt and filter leg interaction with ivc wall is unknown. Treatment included catheter directed thrombolysis and thrombectomy. The site indicated that the pre-existing condition of history of dvt caused or contributed to this event (manufacturer report# 3002808486-2016-00226). Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, during the study index procedure, the patient received 1 gunther tulip filter. The primary reason for the filter placement was risk for vte, for surgery, and the patient had a contraindication to anticoagulation. The filter was able to be delivered and deployed in the intended location. There was no evidence of filter fracture, deformation, premature release, filter jump, migration, or tilt. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2016 (three days post-procedure), the patient was hospitalized. On (B)(6) 2016 (11 days post-procedure), while still hospitalized, the patient was diagnosed with a caval thrombosis, the diagnosis supported with a venacavagram. Treatment included thrombolysis with catheter direct thrombolysis and a thrombectomy. The patient received seven units of red blood cells, two units of platelets and one unit of fresh frozen plasma. The patient was also diagnosed with renal failure requiring intervention, placement of a dialysis catheter for crrt (manufacturer report # 3002808486-2016-00225). On (B)(6) 2016 (12 days post-procedure), the patient was diagnosed with dvt, location unknown at this time, diagnosed per ultrasound and venacavagram. Thrombus was identified in the right and left pelvic veins and the bilateral lower extremity veins. There was no evidence of filter fracture, deformation, embolization, or migration. Tilt and filter leg interaction with ivc wall is unknown. Treatment included catheter directed thrombolysis and thrombectomy. The site indicated that the pre-existing condition of history of dvt caused or contributed to this event (manufacturer report # 3002808486-2016-00226). Patient outcome: the patient remains in the study.